Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g132 scaler, the insert was heating up; no injury resulted.

Manufacturer narrative:
Alleged event of overheating inserts was not duplicated, water regulator at 17.5 psi (out of calibration) however water flow was 90+ cc/min with water at maximum setting, more than sufficient water. Ran unit with fsi-10 insert, water flow set at 20 cc/min for extended period with no heating of insert. Other findings of unit include presence of oil in duckbill filters, damage is very minimal but must be corrected before approval of unit or reconnection of unit to prevent damage to manifold and/or possible consumption of patient. Also found bowl assembly has incorrect cap, needs upgrades, tubing in disarray, cabinet foot dislodged, also recommend new pinch tube, y fitting, nozzle grip, along with tuning / calibration of unit.